Event description:
The patient was implanted with a left ventricular assist device. It was reported that the medical engineers at the hospital observed a low speed operation alarm on the system controller's log file history. The medical engineers suspected a potential percutaneous lead (driveline) fracture, however, the manufacturer's technical services representative's review of the system controller log file did not contain any evidence of a driveline fracture. The manufacturer's technical services representative's review did show evidence that something may have been ingested into the pump causing a speed drop. The patient was stable and asymptomatic with no rise in lactate dehydrogenase levels. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: no product was returned for evaluation. The pump remains in use supporting the patient and was not available for evaluation. Although the evaluation of the submitted system controller log file confirmed power elevations and the report of a low speed operation, a specific cause for these events could not be conclusively determined through this evaluation. A correlation between the device and the suspected thrombus could not be conclusively determined. The account submitted system controller log files that contains approximately 24.5 days of data beginning on the timestamp 1 day, 11 hours, 42 minutes. From the timestamp 22 days, 22 hours, 9 minutes throughout the remainder of the data, transient elevations in power and estimated flow were observed, reaching values up to 23 w and 12 lpm, respectively. Most of these elevations appeared to correspond with pi events. On the timestamp 24 days, 3 hours, 45 minutes, a low speed operation event was observed, associated with the pump speed decreasing to 7030 rpm, below the low speed limit of 8000 rpm. The pump appeared to have ramped up to the fixed speed without issue following this event. The account communicated that the patient did not have any dark colored urine, decreased left ventricle unloading, or increased heart failure symptoms. Ldh values were stable. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.